Event description:
It was reported that patient¿s implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were performed. The patient was asymptomatic and in stable condition.